Event description:
Reporter alleged that the lancet needle from the softclix plus lancet device used in finger-stick blood glucose testing would not retract, and protruded outside the end of the cap after it was used. No actions were reported taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.